Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/21/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. A clog test was carried out on returned sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed on the returned sample therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the patient's report stated that drug did not come out at all in some products not very well upon priming in other products.

Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the patient's report stated that drug did not come out at all in some products not very well upon priming in other products.